Event description:
The customer reported via phone call that they received a motor error alarm during a prime. Customer's blood glucose was 176 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump failed displacement test (119.9 units remaining on the status screen) followed by a motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was received with cracked lcd window. The insulin pump was received with shifted end cap sticker.